Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected drive/motor anomaly, rewind anomaly, insulin flow blocked alarm/no delivery alarm noted during testing. All audio tones were heard and vibration noted during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. No pump error 63 noted during self test or in pump history files. Device received with pillowing keypad overlay, minor scratches on case and cracked keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump was making different noises than it used to when it rewind and delivering insulin. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.